Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4398-78, lead, implanted: (B)(6) 2013; 6947m-62, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device had a power on reset. The battery longevity was noted to be re-initializing. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. An illegal address por occurred on (B)(6) 2014. The battery voltage measurements were invalid as a result of the por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the calculated device longevity was indicated to be less than 1 month. A manual longevity calculation did not match this information. The device remains in use.